Event description:
It was reported that there was resistance with the anatomy and during repositioning the herculink 7.0 x 19 in the renal artery, the stent came off of the delivery balloon. A coronary stent was used to compress the stent securely against the wall of the artery. The case was then closed at that time. There was no reported clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.